Event description:
Caller reported damage to the usb port and pins of the pump housing, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty, and the customer planned to continue using the current pump until the replacement arrived. The caller was instructed on how to put the pump into storage mode and agreed to return the problematic pump with a pre-paid label within ten days.